Event description:
Facility reported a blood leak alarm on the dialysis machine due to an internal blood leak (11th use). Estimated blood loss 210cc. No medical intervention. Preincident hemoglobin 10.4, postincident hemoglobin 10.4. The sample is available for examination.